Event description:
It was reported that the patient stated that the device has not been inflating and deflating appropriately. A boston scientific patient services consultant recommended the patient be seen by their physician.